Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that guide wire tip detachment occurred. A 182cm luge¿ guide wire was advanced to cross the lesion. However, the guide wire tip was separated from the wire body. The patient was then sent to the operating room for surgery to remove the detached tip from the patient's body. The procedure was not completed. No patient complications were reported.